Manufacturer narrative:
With the currently available information and sample evaluation, no definitive conclusion can be made. Two specimen containers were returned to davol for evaluation, one labeled "poly" which was dense tissue that appeared to be primarily adipose tissue with no mesh found. The bottle labeled "ck" contained a large quantity of tissue that had detached from the patch. The patch itself was inspected and was found to be slightly irregular in shape which was possibly due to stresses placed on the patch during the implant period and/or during the explant procedure. There was a small amount tissue still attached/ingrown into the mesh side of the patch around the edges of the patch. There was little to no tissue ingrowth into the other areas of the mesh side of the patch. The eptfe side of the patch had no visible signs of tissue attachment to this side of the patch. The patch was placed on a template made to simulate the size of a pre-implant which was determined to be part number 0010205. The surgeon reported the recurrence was likely due to the implanting surgeon's technique. However, it should be noted that recurrence is a known adverse event listed in the IFU. Medical records have not been provided and a manufacturing review is not possible without a lot number.

Event description:
The following was alleged by the user facility. Patient who is seriously obese was admitted to repair a recurrence from an incisional hernia (umbilical). This was the third hernia repair. The composix kugel mesh was removed laparoscopically (3 hours). Surgeon stated that the mesh had been too small for the size of the defect and that the protac (non-bard fixation) had not connected the mesh to the abdominal wall and there was only one row which was not enough to hold the mesh. The tissue ingrowth was prolific and the mesh was very difficult to remove. The ck mesh was removed in one piece. The doctor stated that the mesh had moved completely through the defect in the sack and did not cover the defect at all. The patient was opened through the skin to remove the polypropylene from the first surgery as it was attached to the sack and also had to be removed. The defect was repaired laparoscopically. Although it was reported that the surgeon felt the recurrence was due to the implanting surgeon's technique, we are submitting this MDR to document the event.